Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a regulatory affairs manager via email on (B)(6) 2017, the (B)(4) contacted (B)(6) head office with an incident report from a female patient. It was indicated that on (B)(6) 2017, the patient reportedly contracted a rare eye infection, acanthamoeba keratitis, after using the contact lenses. The patient allegedly experienced light sensitivity, pain, inflammation in eye and loss of vision in one eye and that "the amoeba had slowly to eat her cornea." Further information indicated that the contact lenses had been removed and both contact lens and case had been sent for testing at the hospital. Treatment included an hourly phmb and brolene. The patient is currently at 6 weeks into treatment. It was indicated that the patient's condition had continued additional information has been requested but not yet received.